Event description:
A complaint was reported regarding charging difficulties between the external equipment and the implant. Further investigation determined that the precision implant was flipped in the pocket. The dr corrected the ipg orientation during a pocket revision.

Manufacturer narrative:
The ipg remains implanted in the pt and will not be available for eval. This is the final report.